Manufacturer narrative:
Investigation summary: one sample and five photos were received for evaluation. Visual inspection was performed. The sample has embedded foreign matter in the barrel wall. The imbedded foreign matter is located at the 9ml mark, the 2ml mark and between the 6ml and 8ml marks. The photos show the same thing. Failure mode is verified. Embedded foreign matter can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the mold and press. The degraded resin can break loose and be molded into components. This is a cosmetic defect only and does not affect the integrity of the syringe. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that bd luer-lok¿ syringe bulk sterile pharmacy convenience tray had foreign matter inside the barrel of the syringe. No serious injury or medical intervention was reported. Verbatim: "material no. 305618 batch no. 8246677. It was reported that the syringe was identified to contain a yellowish particle adhered to the inside of the barrel of the syringe. "I am gordon shuburte, a supplier quality analyst at sca pharma (503b) in little rock arkansas (acct # 10177534). I have a complaint to file. No drug was administered to a patient, there were no adverse events. The syringe is available to be returned for analysis. See photos for particle in barrel this was identified on 21feb19. 10 compounded (filled) units were impacted by this incident, these 10 units were destroyed. Description of complaint: one (1) 30 ml syringe was identified to contain a yellowish particle adhered to the inside of the barrel of the syringe. See photos. Syringe information: syringe (sterile), 30ml ll, bd tray part # 305618 lot # 8246677 sca¿s reference #: sup 19-031-lr please issue a complaint number. We would like to have the investigation results within 30 days issuance of this complaint. Final investigational results may be sent to me at gshuburte@scapharma.com. Credit will be requested by sca¿s purchasing department. Any question or concern please contact me at (B)(4) ""

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ syringe bulk sterile pharmacy convenience tray had foreign matter inside the barrel of the syringe. No serious injury or medical intervention was reported. Verbatim: "material no. 305618 batch no. 8246677. It was reported that the syringe was identified to contain a yellowish particle adhered to the inside of the barrel of the syringe. "I am (B)(6), a supplier quality analyst at (B)(6) (503b) in (B)(6) (acct # (B)(6)). I have a complaint to file. No drug was administered to a patient, there were no adverse events. The syringe is available to be returned for analysis. See photos for particle in barrel this was identified on (B)(6) 2019. 10 compounded (filled) units were impacted by this incident, these 10 units were destroyed. Description of complaint: one (1) 30 ml syringe was identified to contain a yellowish particle adhered to the inside of the barrel of the syringe. See photos. Syringe information: syringe (sterile), 30ml ll, bd tray. Part # 305618, lot # 8246677, sca¿s reference #: (B)(4). Please issue a complaint number. We would like to have the investigation results within 30 days issuance of this complaint. Final investigational results may be sent to me at (B)(6). Credit will be requested by sca¿s purchasing department. Any question or concern please contact me at (B)(6)""